Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed and insulin was seen squirting out during the manual prime process. Blood glucose reading was 189 mg/dl. The customer was unable to exist the preparing to prime loop. Customer had no back-up plan. The drive support cap was flush instead of recessed. Advised that the insulin pump will be replaced. Nothing further reported.